Event description:
Caller states that during proficiency test, the following results were obtained on the coagucheck s system: 8.0 inr (range: 3.8 - 5.8 inr). No adverse event reported. Requested return of suspect system and replacement was sent.